Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy with laser lithotripsy procedure that the basket head on the ncircle tipless stone extractor would not retract into its sheath. As reported, this occurred while extracting the stone out of the ureter. Another basket was opened and used to complete the procedure as intended. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in closed position. The basket formation protrudes the end of the basket sheath 2 mm. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle actuates the basket formation. A visual examination of the returned device noted that one wire is broken at the base of the loop. There is a kink in the basket sheath 89.5 cm from the distal tip of the basket sheath. The device history record was reviewed and noted there were no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 8426771. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. As found in the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Visual observation found that the basket did function, but the basket had a broken wire. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a broken basket wire, with the wire broken at the distal knot that holds the two basket wires together. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.